Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter displayed an "error 4" message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began two weeks prior to contacting lfs. The patient manages his diabetes with insulin (self-adjuster), and claimed he administered an extra 30-60 units of insulin in response to the alleged meter issue. After taking the insulin, the patient reported developing symptoms of "lightheadedness and shakiness". The patient alleges he self- treated his symptoms by consuming "orange juice and chocolate". The patient denied using any other device to test his blood glucose. At the time of troubleshooting the csr noted that it was not the first time the product was being used. The csr confirmed that the alleged error message had appeared when testing with blood and the correct testing process was being used. The csr noted that the test strips associated with the complaint had not expired, nor been open longer that the discard date or been stored improperly. The csr walked the patient through a retest and the alleged meter issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.